Event description:
It was reported that the patient sent a remote monitoring report to the clinic after hearing a patient alert from the device. It was also reported that the left ventricular (lv) tip to right ventricular (rv) coil impedance was greater than 300, the high voltage b (hvb) and superior vena cava (svc) impedances varied, and the lv impedance was as high as 4047 ohms. The hvb and svc connections and device setscrews were found to be loose. The setscrews were retightened and both connections were re-established with normal impedance measurements. The device and both leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.